Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Customer was instructed to ensure the pump was unplugged, press the button firmly, and provide support opposite the button. Despite these measures, the issue persisted, and it was decided to replace the pump. Customer will continue using their current pump as a backup and was instructed to return the problematic pump to tandem within 10 days using a pre-paid label.